Manufacturer narrative:
Pump received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to perform rewind and basic occlusion, occlusion, prime and system sensor test and excessive no delivery and displacement test due to lcd physical damage. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that his blood glucose is at a high of 224 mg/dl and that it may be due to a crack on the insulin pump display screen. Troubleshooting was done but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.